Event description:
For the arterial pressure, the visual alarm is flickering but there is no audible alarm. September, 2001 more information was received. The alarm was related to high level alarm of non-invasive blood pressure, not to arterial. The nurse noticed that only "nibp" high alarm was flickering. The other monitored parameters were spo2, respiratory frequency and ECG. The device was taken from use.